Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A corporate inventory manager reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with the facility¿s patient care technician (pct) trainer. The blood leak occurred five minutes after the initiation of hd treatment. The blood leak was internal, and blood was confirmed to be visually observed outside of the dialyzer fibers. The fresenius hd machine alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no physical damage noted on the dialyzer. Fresenius bloodlines were also being used. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient completed their treatment after being re-setup with new supplies on the same machine. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A corporate inventory manager reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with the facility¿s patient care technician (pct) trainer. The blood leak occurred five minutes after the initiation of hd treatment. The blood leak was internal, and blood was confirmed to be visually observed outside of the dialyzer fibers. The fresenius hd machine alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no physical damage noted on the dialyzer. Fresenius bloodlines were also being used. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient completed their treatment after being re-setup with new supplies on the same machine. The complaint device was reported to be available to be returned to the manufacturer for evaluation.